Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Boston scientific technical services (ts) advised changing the device as soon as possible. The crt-p was explanted and replaced to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 311 was used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Manufacturer narrative:
(B)(4). The device was returned. This investigation will be updated once analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. At this time, the patient has not experienced any adverse effects as result. Boston scientific technical services (ts) advised changing the device as soon as possible. The crt-p was explanted and replaced to resolve the issue. No additional adverse patient effects were reported.